Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were pushed distally from the proximal to the midsection of stent and bunched around the midsection. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The tight target lesion containing an acute bend was located in the calcified right coronary artery (rca). Following pre-dilation, a 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.